Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the head of the bed was working intermittently. Customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.